Manufacturer narrative:
An evaluation of the device cannot be performed as the device was kept by the patient. Additional information was requested and if it becomes available will be submitted in a supplemental report. Patient kept.

Event description:
Patient underwent revision hip surgery. Removed loose stem and replaced with accolde ii stem size 11 and replaced insert and head.

Manufacturer narrative:
An event regarding stem loosening involving an accolade stem was reported. The event was confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection was not performed as the device was not returned. Medical records received and evaluation: a review of the provided information by a clinical consultant could confirm the event but could not determine a root cause. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device return, additional x-rays, operative reports and patient medical records would be helpful in investigating this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
Patient underwent revision hip surgery. Removed loose stem and replaced with accolde ii stem size 11 and replaced insert and head.